Event description:
The patient reported that on approximately (B)(6) 2020 he was hospitalized with ketoacidosis whenas wearing the v-go. The patient was hospitalized for 3 days and then released. The patient did wear the v-go to the hospital and was discarded. The patient did not have the actual name of the hospital but stated that it was located in (B)(6).